Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained oversensing possibly due to noise was observed on the implantable cardiac defibrillator. The patient's device was reprogrammed. No patient consequences were reported.